Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that nurse pulled the catheter out and attempted to activate the safety mechanism but would not activate. Then tried to pull the wire back and at that point the needle reiterated into the safety channel. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of needle retraction failure was inconclusive. The product returned for evaluation was one 18g accucath ace needle assembly. The catheter assembly was not returned for evaluation. A gross visual inspection of the returned unit found that the needle and guidewire were fully retracted, and use residues were present throughout the unit. The unit was functionally tested by un-retracting the needle and then testing for retraction. The needle fully retracted without resistance. The test was performed again with the guidewire partially advanced. When attempting to slide the guidewire, noticeable resistance was encountered. Upon sliding the guidewire, a sheath of biological material was observed around the guidewire. Subsequent retraction testing, however, was able to be completed without any resistance. It is possible that the biological material observed could have impacted retraction during the reported event; however, as the clinical conditions cannot be replicated and the reported failure could not be reproduced, no further conclusions could be drawn regarding the reported event. This complaint will be recorded for future trending and monitoring purposes.